Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb 2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal marker band. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was in the mildly tortuous and moderately calcified subclavian artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst while blowing it inside the patient at 8 atmospheres for one second upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was in the mildly tortuous and moderately calcified subclavian artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst while blowing it inside the patient at 8 atmospheres for one second upon first inflation. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.